Event description:
The customer reported that while in use, all waveforms and graphics disappeared from the cic display and went blank. The cic was continuing to function as alarms could still be heard from speakers. While the cic alarms continued to sound, there was only a single cic in the unit which was supporting telemetry pts. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.